Manufacturer narrative:
Model number/catalog number: 720185-01, serial number: n/a, batch/lot number: 1000554753 reservoir flat iz 100 ml, model/catalog description: unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of collapsed pump, inflation issue, hole/fluid leak were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) implant device has reported that the device has failed. Per the patient, the device would typically take 20 presses for full inflation but slowly over the past two months that started to decrease to 15 then 10 and now to nothing, and the pump was collapsed with no inflation. A surgical procedure was performed during which the device was explanted. Upon explant, the physician identified a hole on both cylinders and fluid loss. There were no patient complications reported.